Event description:
On (B)(6) 2011: a (B)(6) male underwent aaa repair on (B)(6) 2011. A flex main body and two iliac legs were placed. Operating room and conclusion dsa were inconspicuous. On (B)(6) 2011: limb occlusion, left. Re-intervention with thrombektomie/balloon molding. Medication after during treatment: 4.000 heparin, no act measurement. One hundred aaa after implantation. The device remained inside the patient: prosthesis remains completely in patient.

Manufacturer narrative:
(B)(4): occlusion is labeled in the IFU. Investigation evaluation: still under investigation.